Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a non-sterile system controller entering a sterile field was confirmed per the provided and additional information. The system controller (serial #: (B)(4)) was not returned for analysis. The root cause for the reported event was conclusively determined to be due to user error. Heartmate ii instructions for use section 5 entitled ¿surgical procedures¿ states ¿the heartmate 3 left ventricular assist system implant kit is supplied sterile and for single use only¿. ¿components of the heartmate 3 left ventricular assist system that are supplied sterile are intended for single use only, and should not be re-used or re-sterilized¿. ¿do not use sterile components if sterile packaging is compromised. Contact thoratec corporation for return authorization number¿. ¿only personnel using sterile technique should touch sterile components such as the pump, system controller, and modular cable¿. ¿the operating room has several sterile fields. Use care when unpacking items, as several must be placed in the sterile fields¿. ¿only sterilized personnel using sterile technique should make contact with sterilized implant kit accessories¿. This section also describes the steps for unpacking the sterile system controller that is to be used during implant. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #: (B)(4)) and the system controller was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during implant, a system controller pre-programmed with the low flow software was handed into the sterile field to be used instead of the system controller from the implant kit in order to avoid the need for later a system controller exchange in a pediatric patient. The system controller with the low flow software is not a sterile product, and the system controller packaging included the non-sterile labeling of a triangle. There had been no adverse consequences reported by the account in relation to the event. The patient had returned home and was doing well.